Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment of damaged socket, the output connector assembly was found to be broken. Additionally the battery wires were pinched with the insulation compromised and the lower case was broken. All found defective parts were replaced and all other identified issues were resolved. The generator passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the socket for the atrial cable on the external pulse generator was damaged. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.